Manufacturer narrative:
Dysphagia and perforation (i.e. Erosion) are noted as possible adverse events reported associated with hernia repair in the ovitex instructions for use. A batch record review showed no non-conformances or anomalies that may have caused or contributed to the event.

Event description:
It was reported that a patient underwent hiatal hernia repair with ovitex 1sp and the linx reflux management system on (B)(6) 2025. The patient presented with dysphagia and returned in (B)(6) 2025 for endoscopy on (B)(6) 2025 where potential entry into the esophagus was noted. The surgeon noted that they plan to perform an additional endoscopy to address the issue.